Manufacturer narrative:
(B)(4). (B)(6).

Event description:
The customer received questionable low ise indirect gen.2 sodium results for one patient sample. The initial result was 127.274 mmol/l and was reported outside of the laboratory. The physician asked for retesting and the repeat result was 133 mmol/l. The repeat result from a cobas 6000 c (501) module was 138 mmol/l. A new sample from the patient was tested on the cobas 6000 c (501) module and the result was 139 mmol/l. There was no allegation of an adverse event. The sodium electrode lot number was 21573047 with an expiration date of 05-apr-2018. The qc was in the acceptable range on the date of the event. The field service representative manually cleaned the ise tower and replaced the electrodes. The customer again performed a correlation between the analyzers and the results were acceptable. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. It was confirmed the issue was resolved after the service actions.